Event description:
The customer reported that the nurse disconnected the IV tubing from the extension set and the tip of the IV tubing broke off in the extension set. The nurse had allowed the alcohol to dry after swabbing prior to the connection of the tubing to the extension set and did not use hemostats to disconnect, only used hands. No force was used to remove the tubing from extension set. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.